Manufacturer narrative:
The investigation has determined that lower than expected results were obtained when processing control fluids and patient samples using vitros tsh and vitros bhcg on a vitros 5600 system. The definitive assignable cause of the lower than expected results could not be determined. There was no evidence that vitros tsh lot 6712 or vitros bhcg lot 2580 were not performing as expected. The customer performed a systematic investigation which ruled out a reagent pack issue, a control issue and an issue with the universal wash reagent. Acceptable quality control results for both assays were observed when the customer replaced the signal reagent pack. Although the customer believed the event was caused by an unknown issue with the signal reagent pack, the presence of condition codes (mj7-201 and mjr-201) which impact temperature sensitive assays such as tsh and bhcg could have contributed to the event. Therefore, even with the acceptable within run tsh precision test, the vitros 5600 system could not be entirely ruled out as a cause of the lower than expected vitros tsh and vitros bhcg results.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) after observing low vitros thyroid-stimulating hormone (tsh) and vitros total beta-hcg ii (bhcg) quality control results as well as low vitros bhcg results when processing a patient sample on the vitros 5600 integrated system. Vitros tsh quality control results: biorad level 1 tsh result 0.4161* miu/l versus the expected tsh result 0.728 miu/l. Biorad level 3 tsh result 3.362* miu/l versus the expected tsh result 5.02 miu/l. Vitros bhcg quality control results: biorad level 3 bhcg results 219.1*, 231.3*, 235.3*, 196.78*, and 245.4* miu/ml versus the expected bhcg result 587 miu/ml. Vitros bhcg patient sample results: vitrso bhcg result 7.60* miu/ml versus the expected bhcg result 43.94 miu/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros bhcg result obtained when processing the patient sample was not reported outside of the laboratory. Ortho was not made aware of any allegation of patient harm due to the event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).